Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported that the display of the insulin pump was blank. Blood glucose level was 201.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board power connector. No keypad anomaly could be verified due to the blank display. No moisture damage to the keypad traces or unlocked keypad connector was noted. The insulin pump had a cracked case at a display window corner, a cracked reservoir tube lip and a missing end cap sticker.